Event description:
It was reported that the pt had strange hearing impressions in 07/05. Implant testing performed in 2005 resulted in "poor coupling." The implanted had malfunctioned. The pt's parents also reported that the pt ran into a tree-branch whilst playing and that he had no hearing impressions at all after that accident.

Manufacturer narrative:
The device has not yet been explanted. If it should be, it is to be returned to the MFR for evaluation.